Manufacturer narrative:
(B)(4). Date sent: 2/15/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch#: unk. Device evaluation anticipated, but not yet begun. The lot/batch history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. Additional information was requested and the following was obtained: is the current patient status known? Yes the patient hospital stay was extended and discharged in good condition was there any patient consequence or change in the post-operative care of the patient because of the event? (Extended hospital stay, readmission, re-operation, etc.) Yes, extended hospital stay. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the reload was installed to the device, the surgeon grasped the tissue and waited for 15 seconds before firing, the reload was fired and staples came out of the reload but b shape formation was fired not successfully, an opening in the stomach was visible.

Manufacturer narrative:
Additional information: please describe the shapes of the staples that deployed? B shape formation was not visible on most of the staples, staples were open were any unusually noises heard? No. Any difficulty with device during the event? No.

Manufacturer narrative:
(B)(4). Date sent: 3/5/2024. D4: batch # 818a19. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one ecr60b reload was received with no apparent damage and fully fired. Upon further inspection, the reload was found to have damaged on the knife channel, it is possible that the knife may push the staple line and tissue forward shaving the reload. No functional test could be performed due to the condition of the reload. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 818a19, and no non-conformances were identified.